Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4)- follow up MDR for device evaluation. It was reported the needle is clogged. To aid in the investigation, five samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. The other three samples did not expel the solution; these three needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2025239. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2025239 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#:305916 batch#:2025239 it was reported by customer that they are not allowed to push, the needle is getting stuck, like it is clogged. There was on patient that required the vaccine to be readminstered so they had to be poked again. Verbatim: product complaint (B)(4). Lot 2025239 multiple occurrences date of event is unknown but has been ongoing for about a week. Customer states that they are not allowed to push, the needle is getting stuck, like it is clogged. There was on patient that required the vaccine to be readminstered so they had to be poked again. They are not sure if they have the samples available to send back.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact, device problem code: a140901 - complete blockage.